Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was 550 mg/dl. The elevated bg was addressed by changing the infusion set and cartridge and a correction bolus via the pump. No third party assistance was required. Customer changed infusion set and cartridge and resumed insulin to address the issue.